Manufacturer narrative:
The manufacturing records for the onxmc-25/33, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Onxmc-25/33 sn (B)(4) was implanted in the mitral position on (B)(6)2017. On (B)(6) 2017, this valve was replaced by onxmc-25/33 sn (B)(4) (70 days post-implant) in a re-operation that also saw the native aortic valve replaced by an onxane-21 sn (B)(4). The operative report was made available for review. It describes a paravalvular leak with dehiscence of the prosthetic mitral valve consistent with infection. The tissue was extremely friable such that with slight traction the sutures started to pull through the tissue. New sutures were placed wide and deep to compensate for the poor quality of the tissue which was in such bad shape that a portion of the sewing cuff for the aortic valve was sewn to the cuff of the mitral valve as a ring to ring reconstruction of this part of the fibrous skeleton. This is a case of endocarditis (infection) causing significant damage to the tissue of both valve (aortic) and annulus. With the compromised tissue integrity, the sutures holding the original prosthetic valve in place could not ensure a tight seal resulting in a paravalvular leak (pvl). Pvl and endocarditis are known risks for mitral valve replacement surgery. Both are listed as potential adverse events in the on-x valve instructions for use as is the potential for explantation. Objective performance criteria report a rate of all pvl of (B)(4)%/patient-year, major pvl of (B)(4) patient-year, and endocarditis also at (B)(4) %/patient-year [iso 5840:2005]. In clinical trials, late (>30 days) occurrences of 1 major and 2 minor pvls were observed in a study of 142 mitral on-x patients [mcnicholas 2006]. Another study of 117 mitral on-x patients reported 5 late pvls, of which 2 were major [palatianos 2007]. The explantation of the mitral on-x valve was necessitated by a paravalvular leak as a consequence of tissue degeneration caused by infection. This event does not identify additional hazards or modify the probability and severity of existing hazards. .

Event description:
According to the initial report,onxmc-25/33, sn (B)(4), implanted in (B)(6) year-old male patient on (B)(6) 2017 and required explant on (B)(6) 2017 and subsequent replacement via another onxmc-25/33 and an onxane-21. Note: this investigation is relegated to onxmc 25/33 ((B)(4)). Additional information was received via operative notes. The patient presented with severe mitral valve regurgitation. According to the operative notes, "the mitral valve (sn (B)(4) onxmc 25/33) was leaking, had a paravalvular leak with dehiscence at the 1 o'clock position. When the valve was handled, the valve sutures started to pull through all the way to the 9 o'clock position moving counterclockwise. This was consistent with infection. The tissue appeared friable. The entire mitral valve was removed and sent for cultures. A 25/33 on-x mechanical valve (sn (B)(4)) was secured to the mitral annulus using 2-0 pledgeted sutures."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report,onxmc-25/33, sn (B)(4), implanted in (B)(6) year-old male patient on (B)(6) 2017 and required explant on (B)(6) 2017 and subsequent replacement via another onxmc-25/33 and an onxane-21. Note: this investigation is relegated to onxmc 25/33 ((B)(4)). Additional information was received via operative notes. The patient presented with severe mitral valve regurgitation. According to the operative notes, "the mitral valve (sn (B)(4) onxmc 25/33) was leaking, had a paravalvular leak with dehiscence at the 1 o'clock position. When the valve was handled, the valve sutures started to pull through all the way to the 9 o'clock position moving counterclockwise. This was consistent with infection. The tissue appeared friable. The entire mitral valve was removed and sent for cultures. A 25/33 on-x mechanical valve (sn (B)(4)) was secured to the mitral annulus using 2-0 pledgeted sutures."